Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03272. Additional information received identified the patient's scs system was explanted and replaced which resolved the issues.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03272. It was reported the patient is experiencing overstimulation. Diagnostics showed both high and low impedance values. An sjm representative was unable to resolve the issue with reprogramming as effective stimulation could not be sustained. Surgical intervention will be taken at a later date to address the issues. It was also noted the patient experienced a fall in (B)(6) 2014.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).